Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) pt presented to the hosp after injecting himself with steroids. The attending physician noted the pt had many varying heart rhythms. The pt received CPR during a 45 minute timeframe and possibly received two external shocks. It was also noted that the pt was syncopal at one point. The pt has an active lifestyle and is a personal trainer with a medical history of renal failure and high potassium. The device was interrogated and there were (B)(4) episodes stored. The field representative consulted with boston scientific technical services (ts) to review the episodes. Double detection occurred, however at many points, the pt did appear to be in a wide complex arrhythmia. The patient's true heart rate may be below the rate cut-off of (B)(6), so therapy may be for an arrhythmia but not desired heart rates being achieved in the episodes. The first treated episode had low amplitude signals present. Other treated episodes have wide complex rhythms, described as possible monomorphic rhythms and more low amplitude signals. No programming changes were made. Ts discussed that implant captured s-ecgs from (B)(6) 2014 do not show that the other vectors would be appropriate to use (i.e., double detection present and also p-waves visible). Ts recommended getting a chest x-rays to assess the device and electrode position, especially since CPR was administered. At this time, no x-rays have been sent in for review and no further info is available.

Manufacturer narrative:
The company field representative was contacted for additional info. He confirmed the patient's syncope was solely due to this condition and the changing heart rhythms/arrhythmias, and not due to the device. The field representative noted the pt received multiple appropriate shocks as well as a couple inappropriate shocks due to wide complex ventricular tachycardia (vt) with rates below the programmed cut-off zone. Although the pt did receive a couple inappropriate shocks, they did convert the slower rhythm. No further info has been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---